Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was conducted on the elevator and there were signs of heavy use. Including scratching on the elevator surface. Further inspection was conducted on the elevator end tip and the tip was found to be fractured. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. This is the only complaint in regards to a tip fracture for 09-0313 lot 062719f19. The most likely underlying cause of the fracture is the application of excessive force beyond what the product is designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the instrument fractured during a procedure. There was no patient injury and the broken piece was not left in the surgical site. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Surgical assistant.

Event description:
It was reported the instrument broke. Attempts have been made and no further information has been provided.